Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's weight was unknown. It was unknown if the issue was resolved, since the patient was unable to charge due to surgery. The rep will follow up at post op appointment. It was unknown what the contributing factors were that led to the ins flipping. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had called them on the day of the report; the patient stated that they were doing fine and everything was going fine after the revision. No further complications were reported/anticipated.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient was having problems recharging and the ins is currently discharged. The caller stated that the patient could feel their ins moving in the pocket shortly after implant and they started having charging (coupling issues) at that time. The patient has already met with the surgeon (dr. Boyer) and have a pocket revision scheduled for (B)(6) 2017. The rep was meeting with the patient today to check the integrity of the system but is unable to as 8840 shows ins is discharged. The rep mentioned that patient stated stimulation was working fine when the device was charged. The rep then stated while in the office today and attempting to recharge, they were getting 8 bars but then it immediately went to 4 to 2. The rep stated when patient attempts to charge they can feel the ins move in the pocket and feel it flip on its side. The rep stated the patient had tried using the belt/spacer and tight pants. No symptoms were reported. No further complications have been reported.